Manufacturer narrative:
Brand name: corrected from rotablator rotational atherectomy system to rotalink¿ burr. Manufacturer name: corrected from (B)(4). Upn: corrected from (B)(4). (B)(4).

Event description:
It was further reported via attached facility medwatch (B)(4) that the burr was caught on the previously implanted stent. Furthermore, the patient became hemodynamically unstable. The patient was intubated and an impella device was placed. During attempts to revascularize the right coronary artery (rca) multiple defibrillations and a short amount of cardiopulmonary resuscitation(CPR) were performed. Multiple pressors were required in addition. Eventually, perfusion was restored to the rca and the patient was able to weaned off pressors but remained intubated and on the impella.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr removal difficulties occurred. The target lesion was located in right coronary artery. A rotablator burr was selected for use. During withdrawal, it was noted that the burr was caught on one of the three stents that was used. The device was pulled out and the procedure was completed by placing another stent. No patient complications were reported and the patient was fine and sent for discharged.